Event description:
It was reported that the customer was unable to see anything on the pump display, affecting their ability to interact with the device. There was no adverse impact to the customer's blood glucose level. The customer decided to use multiple daily injections (mdi) as a backup therapy while waiting for a replacement pump. Technical support processed an out-of-warranty loaner pump, which was sent to the customer, who acknowledged the information and completed the necessary agreement form.